Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that in (B)(6) 2019, the patient had a cysts removed from her back and since then, the implantable neurostimulator (ins) had not been working as well; the therapy was not helping their pain like it was. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) for a programming appointment. There were no further complications reported or anticipated.